Event description:
Procedure complicated by rotational atherectomy bur entrapment which could not be removed by various techniques. Intra-aortic balloon pump placed. Therefore referred for emergency CABG to remove rota wire.